Event description:
The customer reported that there was a leak in the centrifuge during a procedure. Per the customer, there were no obvious signs of leakage from the tubing inside the centrifuge, and no obvious signs of fluid entering centrifuge space from the lid. The customer declined to provide the patient weight. The disposable set is not available for return for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would have contributed to what the customer experienced. This set was not received for investigation. The machine tests performed during start-up, prime and during the run are intended to check the operation of pumps, valves, pressure sensors, and leak detector and safety systems. Alarm conditions are designed to place the system into a safe condition (or a "fail-safe" condition). Root cause: this disposable set was not received for specific root cause analysis. Possible causes include but are not limited to: -manufacturing defect of loop or channel; -bond failure of tubing to bond socket; -tubing leak above centrifuge; -loop bearing not loaded correctly into either bearing holder; -misload of the centrifuge collar in the collar holder; -tubing caught in centrifuge door while loading. The cause of machine alarms or the failure of a disposable tubing set on a machine may or may not be an indication of any actual failure of the disposable tubing set or the machine. Alarms or tubing set failure may be due to the operator misloading the set, a disposable defect, entering inappropriate data, or a machine service need.